Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced low blood glucose. The customer¿s low blood glucose was 44 mg/dl. The customer was treated with food. The customer was not in auto mode. The customer declined troubleshooting for low blood glucose. The customer reported that they did not believe insulin pump was over delivering. The insulin pump will not be returned for analysis.